Event description:
In (B)(6)-2010, inconsistent low, med, high therapy from "spinal cord stimulator" & low, med, high "jolts". These events happened/happen during movement & without movement. Extra: results revealed "lead" "migration". (B)(6) confirmation on (B)(6) 2010 & (B)(6) 2010. Two reprogram sessions failed. Revision "surgery of leads" needed per (B)(6) & x-ray. Previous revision "surgery" on (B)(6) 2010, due to fracture leads. Dates of use: 2007-2009 removed. Implant - (B)(6) 2010 - now. Diagnosis or reason for use: chronic pain. Use no opiod - other in conj. On (B)(6) 2010, found report: ongoing problem lead. Maude - 1999 - risk report re: migration. "Prime advance" - name of implanted battery - (B)(6) 2010 - found out. (B)(4) lead that migrated. (B)(6) - doctor implanter 2010 & 2007.